Event description:
The physician was unable to load a visions pv 0.018 ivus catheter over an asahi intec neo's astato .018" guide wire during the operation check prior to insertion into the artery. To troubleshoot, the guide wire lumen was flushed, but the catheter was unable to load over the wire. The user reported there may be a problem with the guide wire lumen. The physician decided not to use either the catheter or the guide wire for the rest of procedure. The lesion was rewired with a 0.014" guide wire and a volcano eagle eye gold ivus catheter replaced the visions pv 0.018. The procedure was completed and no patient injury was reported. This is being reported as a notification only. It is volcano's policy to report all cases where a catheter issue causes removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The documentation for this lot was reviewed and to date, no complaints have been filed against it. Mfg documentation was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. The complaint device was visually and functionally evaluated. A deformation of the outer shaft was observed at approximately 3 cm from the distal tip. A 0.018" mandrel was inserted into the lumen from both the distal tip and exit port. In both instances, a blockage was encountered at the location of the shaft deformation. When the mandrel was removed from the exit port, a 3mm plug of substance that appears to be dried blood was stuck to the tip of the mandrel. Once the obstruction was removed, no resistance was encountered from either end of the device. The description indicates this device never entered the pt's body, but the obstruction indicates this device had been previously used. This catheter was unable to load over the guide wire due to the presence of a blood clot in the guide wire lumen. This event is being reported as a notification only. There is no evidence found to indicate this catheter was not mfg to specifications nor had any condition which would cause this failure. No pt injury was reported.